Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: one device was received for evaluation. The service history review identified no previous repairs within the review period. Review of the event history log found error code 41171. The customer reported problem was confirmed upon power up as the device alarmed constantly displayed 41171. The root cause of the issue was board malfunction. The board was replaced to fix the problem. The device then passed all functional tests after the repairs.

Event description:
It was reported that the device exhibited last error code (lec) 41171. There was no patient involvement.